Manufacturer narrative:
Corrected data: device evaluation: in the initial MDR report, it was stated that ''lack of lubricant material was observed in the device'' which is incorrect. An investigation clarification was performed which indicated that lubricant material was observed in the device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
There was no indication lens was implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the pcb00 preloaded insertion system was returned to the manufacturer. The plunger was observed in advanced position, and lock; the cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection using microscope magnification was performed. Lack of lubricant material was observed in the device. No lens was returned in or out of the device. Slight dent was observed in the cartridge tip. The reported issue was verified. However, the condition in which the sample was received indicates that the unit was handled and prepared for the surgical process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search on the complaint database revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported finding the tip damaged during preparation. The damage could be seen with the naked eye. The damage was found right after opening and they never touched the tip. There was no patient injury reported. No further information was provided.